Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a rise to high threshold measurements and an increase to high impedance measurements. It was noted the right atrial (ra) lead had an insolation defect ¿optically¿. It was also noted that the ra lead and rv lead were grown together in the vessel resulting in the ra lead having a rise in threshold measurements and an increase in impedance measurements. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.